Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction tubing fracture.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. A touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a group of striations, indicating contact with unshod instrumentation, in the inlet tube of the reservoir. Testing revealed this to be a site of leakage. Partial separations, surrounded by abrasion, were noted on the inlet tube of the reservoir and exhaust tube of cylinder 2. Testing revealed these to not be sites of leakage. Abrasion was also noted on all tubes of the pump and detached inlet tube by the connector. No functional abnormalities were noted with the pump, both cylinders or detached inlet tube with connector. Examination of the returned product concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning then most likely caused the pump exhaust tubes to remain in a bent position, which was noted during examination. No failure site was noted, other than instrument damage, so the complaint cannot be confirmed as reported. As these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the reservoir inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 4455015. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. Quality was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. If the explanted device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 4451808. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.